Event description:
The user received questionable hcg results for eight patient samples. Of the data provided, the results for five samples were discrepant. All results are in miu/ml. Sample 1 initial result was 104.6. The user stated they got a call from the physician questioning the result and they repeated the sample on (B) (6) 2010. They received a result of 0.100 with a data flag, reported as <5. The patient was not affected as the doctor called prior to seeing the patient. The user stated that a field service representative was on site and found that a sample with a high hcg result had been run prior to this sample on the initial run and that they suspected carryover. The user provided data for four additional patients that had a discrepant initial hcg result reported on (B) (6) 2010 which were questioned by the physician. Repeat testing was performed on (B) (6) 2010. Sample 2 initial result was 182, repeat result was 111.5. Sample 3 initial result was 37.9, repeat result was 0.100 with a data flag, reported as <5. Sample 4 initial result was 11.3, repeat result was 0.100 with a data flag, reported as <5. Sample 5 initial result was 11.2, repeat result was 0.100 with a data flag, reported as <5. The user stated it was unknown if these patients were affected. The hcg reagent lot number was 15739702. The field service representative determined there was carryover in the measuring cell due to contamination. He performed a liquid flowpath cleaning and verified the analyzer by performing a carryover study and qc with acceptable results. He also checked the analyzer and found a bent micro-particle mixer, adjusted the gear pump pressure, adjusted the rinse mechanism volumes and adjusted the squeegee nozzle. The user verified the analyzer by performing calibration and qc with all results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.